Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 4.0 mm proximal to the proximal end of the distal marker band. The hypotube was kinked at 100mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination observed no damage to the tip, blades, or marker bands. All blades were present and fully bonded to the balloon surface. It was noted however that blades had a slight brown colouration. This corrosion is a result of the blades coming into contact with fluid or saline which over time, can result in the brown discoloration. The investigator noted that 15 days had passed since the procedure to the product decontamination which would have contributed to the corrosion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.25 flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon was initially inflated at 4atm; however, upon the second inflation, it was noted that the balloon ruptured at 6atm for 30 seconds. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.25 flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon was initially inflated at 4atm; however, upon the second inflation, it was noted that the balloon ruptured at 6atm for 30 seconds. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was good.